Event description:
After completing a polypectomy procedure, the physician attempted to stop the bleeding using cook endoscopy tri-clip endoscopic clipping devices. The handles separated on three clipping devices, resulting in premature deployment of the clips. The clips were left to pass naturally. Epinephrine was injected to stop the bleeding. An injury to the patient was not reported.

Manufacturer narrative:
This report is based entirley on unconfirmed information submitted by others. Neither the submission of this report nor any statement in it is intended to be an admission that any wilson-cook device (I) is defective or malfunctioned, or (ii) caused or contributed to a death or serious injury. Evaluation: our evaluation of the returned device confirmed the reports handle separation. All 3 affected devices were returned. All handle spools and stems have separted from the devices. No clips or clip release tabs were included in the return. All drive cables were removed and examined, and no discoloration was noted. Conclusions: due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While these are not the sole determing factors of product failure, this limits our ability to conclusively determine the cause for this reported observation. We can offer the following comments. We can that a cracked or separated handle can occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. Failure to make this connection secure can cause the assembly. The instructions for use for this product line advise the user to advance the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Premature deployment of the endoscopic clip can occur if the clip release tab is removed from the handle assembly before the clip has reached the desired tissue site. The instructions for use for this product line instruct the user to remove the clip release tab when the targeted position is reached endoscopically. Information provided with this report indicated that the clip release tabs were removed before the devices were advanced through the endoscope. Corrective action: we can report that a formal corrective action has been initiated in an effort to reduce occurences of handle breakage. Prior to distribution, all tri-clip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability.